Manufacturer narrative:
(B)(4): unable to duplicate the complaint regarding an unresponsive down key: all keys were tested and found responsive. The keypad was intact with no evidence of peeling or damage. The keypad was removed to check for contamination, which was found under up/down/contrast/ok key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter called animas alleging that for the past several days the down arrow keypad button responds intermittently when pressed. The patient reportedly keeps the pump in a pocket and cleans the pump with antibacterial wipes. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved at the conclusion of the call.